Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that patient having an anaphylactic reaction 10 minutes after the insertion of powerpicc solo. Customer advised that bloods indicate that it was an anaphylactic event. Customer stated that they are unsure of the reason for anaphylaxis and are exploring all possibilities, including chlorhexidine and lidocaine. Patient was provided with IV fluids, ivcortisone and antihistamines. Adranaline was not required. No other information was provided.